Event description:
It was reported the patient had a decrease in therapeutic effect and subsequently a hole was discovered in the catheter. The patient had an elective pump replacement as the end of service (eos) pump date was reached. During the elective replacement, the healthcare provider (hcp) found a hole in the catheter and the pump had a white powdery residue "on the outside of it." The hole in the catheter was right next to the cap, on the proximal end of the catheter in the pump pocket. Reporter stated that it appeared to have rubbed against the pump, causing catheter erosion and ultimately a small hole. That piece of catheter with a hole was cut off and a sutureless catheter was added. This was all done during the elective pump replacement procedure on (B)(6) 2012. Following the procedure, the patient's does was adjusted downward as it was unclear how much medicine was actually reaching the intrathecal (it) space due to the damaged catheter. The patient reported feeling a "slight decrease in therapeutic effect." The patient was "doing fine" following the procedure and had no issues with the new pump and catheter. The medication in the pump was fentanyl. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer; product ID 8709, serial # (B)(4), implanted: (B)(6) 2003.